Event description:
The nurse of an (B)(6) female pt called zoll customer support to report that the pt was receiving check belt messages. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case, causing the service code. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the broken monitor belt connector. The pt was fitted with a replacement monitor.